Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively and caused no delay to the surgery. It was reported that a very different place was indicated via probe¿s eye. Trajectory 1 and trajectory 2 were indicated with no issue. The patient data would be deleted and the incident would be observed. The procedure was completed with navigation and there was no impact on patient outcome.